Event description:
It was reported that the customer had high blood glucose levels and was not getting insulin. Customer felt very tired and started to feel violently ill. Customer was not able to keep any food down, so she went to the urgent care clinic to see her health care provider. Customer stated that she had been working a lot and did not think much of feeling so tired. Customer was told to go to the hospital, so she drove herself to the emergency room. Customer realized that it could be an issue with her set, so she declined admission to the hospital. Customer went home and changed her set and site. Customer was fine after that. Customer was not treated at the hospital. Customer does not trust the hospital to regulate her blood glucose levels. Customer declined troubleshooting and stated that she never received a no delivery alarm. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.